Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was  programming error and erasure. Upon connecting to the device, it brought up an error code and informed rep that all programming and all preconfigured settings were erased. Rep then had to go back in and reenter information and reprogram the device. Rep was reprogramming the device anyway, but this could be detrimental when connecting for other issues. Rep unsure of cause. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that this was not using adaptive stimulation programming. The patient is not yet far enough out from her surgery with consistent programming for adaptive stim. Rep was then able to go in and program the device successfully, it had just erased everything that was previously in. Adaptive stim has yet to be used because we have not found programming that has consistently hit the areas the patient would like with going back to work. This information has been confirmed with physician.